Event description:
It was reported that during the attempted implant procedure, the lead had high impedance and low r-wave sensing value after the lead was suture and tied down. It was noted that the physician did a double check with a different programmer and got the same results. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. It was noted that the lead was received with the steroid ring missing and that there was blood in/on the helix/lobe mechanism.